Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The device was received with both seals broken and cracked on right plunger case. The history log showed motor rate error. Occlusion tests found motor rate error was found during occlusion test. Main board does not operate as intended, also motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause was attributed to normal wear the pump was over 8 years old. The tech replaced main board, motor assembly, worm gear, leadscrew and clutch halves. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a motor error. No patient injury reported.